Manufacturer narrative:
Device eval by MFR: the main coil returned stuck inside a non-bsc catheter. The main had blood, and it was observed kinked, stretched and the interlocking arm was detached. Microscopic inspection confirmed that the interlocking arm of the main coil was detached. The functional test could not be performed due the returned device was incomplete.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil was stuck in the catheter and could not advance. An interlock .035 fibered 2d 8mm x 40cm coil and non-bsc catheter were selected for use. The target embolization location was the kidney. However, the coil could not be advanced through the catheter and became entrapped. The coil could not be deployed. A new interlock coil ws used to complete the procedure. There were no patient complications. However, device analysis revealed a detached interlocking arm.